Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the foot plate could not be retracted. Minor vessel damage occurred, no treatment was needed for the vessel damage. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment and foot retraction problem were confirmed. In addition, analysis of the retuned device found a posterior foot break. The detached foot was not returned with the proglide device. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received stating: a suture detachment was observed after use of the proglide. No additional information was provided.